Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the expiratory channel printed circuit board (pcb) was defective and in need of replacement. According to information received, the customer decided to scrap the faulty equipment so no repair has been done. The issue was confirmed in the provided log files. The expiratory channel contains electronics including microprocessor for handling of the expiratory flow measurement performed by the correction of field # d1 brand name, # d4 version or model # were required. D1 ¿ brand flowmeter inside the cassette. The output signal exp. Flow is used in sub-systems control and monitoring. Since no repair has been done the root cause to the reported issue has not been determined but was most likely related to defective expiratory channel pcb. The UDI information is not available since the device was manufactured before 2015.a name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit, d4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440.

Event description:
Manufacturer ref#:(B)(4).